Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving unknown baclofen 2000 mcg/ml for an unknown total dose via an implantable pump for intractable spasticity. A volume discrepancy was reported. The actual residual volume (arv) was approximately 7, and the expected residual volume (erv) was approximately 4. The arv was greater than the erv, and was noted to be in spec. There had been multiple refills the past 3 months with about the same volume discrepancy. A catheter dye study was performed on (B)(6) 2016 and no issues were found. The catheter aspirated easily and no kinks were noted. It was reviewed that the pump was delivering within spec, so it may not be a system issue, but if it gets worse it was noted the catheter was more likely the issue versus the pump. No symptoms were reported. Additional information received from the healthcare professional indicated that the patient was on lioresal 2000 mcg/ml. A computerized tomography (CT) was performed in november and results were inconclusive. A catheter dye study was performed on (B)(6) 2016 and the health care professional had difficulty aspirating the catheter and then experienced resistance when injecting the dye. The health care professional believed that the catheter had an intermittent kink so the catheter was going to be revised; revision was planned for (B)(6) 2016. On this report date, the pump was refilled, the actual residual volume was 10ml, the expected residual volume was 4.7ml. The health care professional also reported that on this report date the patient was light headed, a bit dizzy and had a rapid heart rate/arrhythmia. Patient said her insides felt like they were vibrating. The health care professional stated that this had been going on for the past month and wanted to know if these symptoms could be related to the baclofen

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative. It was reported that the physician scheduled a catheter replacement for (B)(6) 2017 (the date is estimated by the representative).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.